Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent breast surgery with unknown size unknown saline implants and experienced right side breast implant deflation. As a result, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
On march 12, 2024, the mentor failure analysis lab received the device for evaluation. Per information received with the device, patient's initials under field a1 have been updated to (B)(6). On march 13, 2024, device evaluation was completed as follows: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 275cc breast implant. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot-5676147). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device information was received and following fields have been updated accordingly on this form: field d1 for brand name has been updated to "mentor smooth round moderate plus profile". Field d4 for catalog number has been updated to "3502275". Field d4 for lot number has been updated to "5664849". Field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware that the date of implant ((B)(6) 2006) is before the manufacture date (2/21/2006) of lot 5664849. Follow-ups are in progress, and no response has been received regarding the date. If any clarification or information is received in the future, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).